Event description:
It was reported that the bd maxguard administration set with needleless y-site(s) and stopcock had leakage. The following information was provided by the initial reporter: 6/2/2025 - leaking from the center connection. Crna was able to tighten it enough to have a very slow leak and it did continue to leak through the case. Additional information received from the customer: impacted lot number: unknown, were there any adverse events associated with this incident? Potential infection risk.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
The customer reported multiple complaints. One sample and one photo were received for quality evaluation. The sample submitted was visually examined and there were no damages or abnormalities to the sample. The sample was primed with water and observed for any leakages. There were no leakages on the physical sample. The photos received shows two stopcock connections that are disconnected, with blood within the fluid paths, however, the photo does not depict a leakage. The customer complaint of leakage could not be confirmed. A root cause for leakage was not determined because the failure was not replicated. A device history record review could not be performed because the lot number is unknown. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.